Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed because the patient suffered a hemorrhagic stroke in (B)(6) 2025. A 24mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present. The physician was discharged on a non-vitamin k antagonist oral anticoagulant medication in response to this event. The patient was admitted to the hospital following a thrombembolic cerebral vascular accident. A tee procedure was performed in response to this event. The tee imaging showed that the patient had a second closure device present that had previously been implanted. The closure device was tilted 90 degrees with a leak that is larger than 5mm. The patient is currently continuing to recieve oral anticoagulation therapy.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. B3 date of event - aware date used as event date is unknown. D4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed because the patient suffered a hemorrhagic stroke in (B)(6) 2025. A 24mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present. The physician was discharged on a non-vitamin k antagonist oral anticoagulant medication in response to this event. The patient was admitted to the hospital following a thrombembolic cerebral vascular accident. A tee procedure was performed in response to this event. The tee imaging showed that the patient had a second closure device present that had previously been implanted. The closure device was tilted 90 degrees with a leak that is larger than 5mm. The patient is currently continuing to recieve oral anticoagulation therapy.